Event description:
Additional information was received on (B)(4) 2012, when analysis of the explanted lead was completed. Note that since a portion of the lead (including) the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above typical wear and explant related observations, no anomalies were identified in the returned lead portion. The analysis of the generator was completed on (B)(4) 2012. Electrical test results showed that the pulse generator performed according to functional specifications. Visual inspection results revealed no external device abnormalities. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
Additional information was received on (B)(4) 2012, when it was reported that the patient's lead and generator were explanted and not replaced on (B)(6) 2012. Follow up with the site revealed that the device was removed due to lack of efficacy and they did not have any additional information to provide. The lead and generator were received by the manufacturer on (B)(4) 2012 and are currently undergoing product analysis.

Event description:
On (B)(6) 2011, a vns treating nurse practitioner reported that the vns patient was in the hospital due to seizures. The patient's parent is concerned because when they tape the magnet over the device during meal time recently to halt voice alteration, the device still provides stimulation. In order to double check this report, the nurse practitioner taped the magnet over the device that day in the hospital for about 20 minutes and the device was still activating while the magnet was in place. System diagnostics and normal mode diagnostics were performed on the generator and results were normal; impedance value of 2621ohms and 2635ohms respectively. The device was interrogated and the magnet activations were examined. The handheld showed that the device recorded multiple magnet activations while the magnet was in place for about 20 minutes. The manufacturer's consultant reported that the magnet was taped securely to the skin and the generator is able to be visualized under the skin. The patient was implanted recently in (B)(6) 2011, so the magnet is fairly new. The nurse practitioner stated that she did not know if there was any trauma to the site. The generator is currently disabled due to the magnet issue and the most recent settings before it was disabled were output=1.5ma/frequency=20hz/pulse width=250usec/on time=21sec/off time=3min/magnet output=1.75ma/magnet on time=60sec/magnet pulse width=250usec. The nurse practitioner reported later that the patient falls a lot but the parents don't know if he fell on the generator directly. His impedance checked out normally for both system and normal mode diagnostics. The patient's brother did bite him near the generator but did not break the skin. He aspirates during stimulation, so they now have the generator off. The patient has had aspiration pneumonia for a while now, so the magnet was being used to disable the device while eating. The nurse did not know if the patient has a history of aspiration, but did state that they have questioned whether or not the vns has made the aspiration worse. Lately (time frame unknown), the mother has noticed that the magnet is not working as it did to disable the device. The nurse states that the magnet had been helping at one point, though, and had improved the patient's aspiration. She stated that the patient has had worsening focal status and that the mother reports that the vns has not helped. The nurse stated that the generator protrudes from the chest so she is sure that the magnet is properly taped over the device. The patient's mother has tried both magnets that came with the patient kit but neither will work lately and it is unknown which side is being taped facing the generator. The nurse reported that she does not know where the magnets are stored when they are not in use. The nurse then stated that during the 20 minutes that the magnet was taped over the device, the patient experienced voice alteration 3 different times for about 60 seconds (magnet on time is 60 seconds). After the device was disabled, no voice alteration was observed. The physician's nurse reported that they tried new magnets and they also did not work to disable the device. Therefore, the patient's generator is programmed to 0ma at this time. The patient has progressively worsening epilepsy and they do not think that it is related in any way to vns. They did not think the vns was helping even before it malfunctioned. If additional information is received it will be reported.